Manufacturer narrative:
The report of ¿inoperable ipg¿ was confirmed. The inability to communicate between the clinicians programmer and the ipg was due to the device entering the service application state. Per the event detail the patient had an unrelated surgery after which no communication was possible with the ipg. After reviewing the ipg logs the day the device went into service app is consistent with the day of the unrelated surgery. There is sufficient guidance in the clinicians manual regarding use of monopolar electrosurgery devices on patients with implanted neurostimulation systems. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient's ipg became unable to communicate with external devices after an unrelated procedure where the ipg was set to surgery mode. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.